Event description:
It was reported that the device was leaking oil. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device was evaluated and the complaint was confirmed. The motor hose is worn and blows oil. The item was replaced and returned to the customer.